Manufacturer narrative:
It was noted in the initial report that the event date was unknown. Upon further investigation it was found that the event date was (B)(6) 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was getting hot was not confirmed. Therefore, an assignable root cause could not be determined. However, during assessment it was found that the unit did not run at all. It was noted that the electrical motor was damaged. It was determined that the assignable root cause was due to improper cleaning and handling of the device, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was getting hot. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: please note that the date received by manufacturer was inadvertently reported as jan 4, 2016 in the previous supplemental medwatch report. The correct date is jan 4, 2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.